Event description:
During a thyroidectomy procedure, the clips were not closing all the way. Fired three times off the sterile field in which two clips fired properly and the third did not close all the way. It partially closed in a half u shape. There was no reported pt consequence. Another like device was used to complete the procedure.